Manufacturer narrative:
The device was returned to olympus, testing and inspection found no image on the device. This complaint is most likely the result of rust on the charge-coupled device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely a load was placed on the cable and the stress boot was come off, then water entered inside and it made ccd fail and the image was not displayed. Per the device instruction manual: - do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. - never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. - do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. - never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. During testing and inspection, the following was also found: the customer¿s complaint (cord was separated from the camera) was confirmed, the cord was separated from the head cover. In addition, the serial plate was faded, and the cover of the stress boot was removed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use they discovered that the cord was separated from the camera. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: no image this report is being submitted for the malfunction found during evaluation (imaging component failure).